Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 479 mg/dl. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine but the cannula was bent. Customer was advised to change out the entire set, reservoir and indulin and treat per doctor's instruction. Customer declined further troubleshooting.